Event description:
It was reported there was an unknown/other product issue. The scrub nurse picked up the connector and the collet on one end was loose. The nurse touched it to see if it was secure, and it came off in her hand. The catheter was never implanted, and a different product was used. The pump was used to deliver lioresal (baclofen). There were no reported patient symptoms.

Manufacturer narrative:
(B)(4).